Event description:
It was reported that the customer was admitted to the hosp for diabetic ketoacidosis and a blood glucose level that was in the 300-400 mg/dl range. The customer was discarded three days later. There was no permanent damage. The contact stated that it was unk if the incident was related to the pump or supplies.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.